Manufacturer narrative:
D9 - date returned to mfg: 3/4/2026. H3 and h6 codes - updated. The suspected device was returned for evaluation. Review of the event history log (ehl) showed an error code 41622. No discrepancies related to the complaint were found during visual inspection. The customer reported issue was confirmed during the functional testing. The optical desk was found to be misaligned and contacting the sensor is the root cause of the problem. Replaced battery door, and main board, cam shaft, and the expulser, and the two valves to fix the occlusion issue. The software was updated and the unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.

Event description:
It was reported that at the start of an infusion the pump delivered air in the line. While it is unknown if air in line was observed or if the pump exhibited a false air in line alarm, air in line has the potential for an air embolism and air in line alarm is a high priority alarm which would interrupt the infusion process when displayed during use. It was also reported that the pump exhibited error code 41622, indicating a motor timeout, when they attempted to prime. This is also a high priority alarm that will interrupt the infusion process if it were to recur during use. No adverse patient effects were reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.